Event description:
It was reported that some time post port placement, during the infusion therapy the catheter was allegedly detached from port housing and migrated into the bloodstream. It was further reported that open vascular surgery was performed to remove the catheter from the patient body. Patient current status is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one MRI low profile port with one cath-lock and a catheter in two segments were returned for evaluation, two electronic photos and one electronic video was provided for review. Gross visual evaluation, microscopic observation, dimensional observation and functional testing were performed. The investigation is confirmed for the reported migration issue as the image review shows part of a catheter traveling from the left chest towards the heart with no other components attached to this catheter segment. The investigation is also confirmed for the identified deformation due to compressive stress issue as a bend was noted on the mid section of the port stem. The photo review also confirms the port stem bend. Further, the investigation is confirmed for the identified fracture and material separation issues as a complete break was noted on the catheter with a small segment of catheter connected to the port stem in the provided video. However, the investigation is inconclusive for the reported disconnection as the exact circumstances at the time of the reported event are unknown. The measurements of the outer diameter of the port stem recorded during sample evaluation were slightly below specification but not considered definitely out of tolerance as manufactured as the procedure/use factors could have contributed to a tiny decrease in outer diameter of the port stem. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f are identified in d2 and g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, photos and a video were provided for review. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f are identified. (Expiry date: 12/2024).

Event description:
It was reported that some time post port placement, during the infusion therapy the catheter was allegedly detached from port housing and migrated into the bloodstream. It was further reported that open vascular surgery was performed to remove the catheter from the patient body. Patient current status is unknown.